Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant. During the procedure, it was noted that the catheter and lp was difficult to position appropriately due to tortuosity. It was further noted that the system exhibited difficulty in separation, resulting in the dislodgement of the lp from the system. The lp was reported to have traveled into the pulmonary artery. The device was successfully retrieved and the procedure on (B)(6) 2023 was abandoned. The patient was stable.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5144864.